Event description:
Patient was having surgery to repair a hip fracture. As the screw was being implanted, the head of the screw broke off. The head of the screw was removed, but the remainder of the screw remains in the patient.